Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device exhibited an increase in shock impedance measurements shortly after device changeout. The measurements increased from the 40 ohm range to greater than 200 ohms. Trouble-shooting measures were unable to resolve the clinical observation. The patient was seen for an invasive procedure. The device/lead connections were checked and noted to be fine. It was then suspected that an issue had developed with the lead. The rv lead was surgically abandoned and a new lead was placed. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.